Event description:
The advocate stated that the customer tested her blood glucose using her contour and one touch ultra meters. The contour read 170 mg/dl, while the one touch read 77 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The advocate also performed a control test and received a result of 206 mg/dl. The normal control range was 99-136 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.